Event description:
During a diagnostic procedure, a cath f6inf tl jr 4 100cm fractured and separated about an inch from the hub of the catheter, outside of the patient's body. The fracture occurred while torquing, although torquing difficulty and excessive torquing were denied. It was unknown what may have contributed to the fracture. The device was safely removed from the patient with no patient injury.

Manufacturer narrative:
The product was returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that during an invasive procedure the 6f jr catheter body became fractured / separated. During a diagnostic procedure, a cath f6inf tl jr 4 100cm fractured and separated an inch from the hub of the catheter, outside of the patient's body. The fracture occurred while torquing, although torquing difficulty and excessive torquing were denied. There were no vessel / lesion details available. The device was safely removed from the patient with no patient injury. One non sterile 6f diagnostic catheter was received coiled in a plastic bag. The catheter body was received broken in two sections next to hub. Blood residues were found on catheter hub. Broken section looks elongated and twisted. The outer/inner diameter of catheter body was measured next to the broken section and body was found within tolerance. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter broken reported by the customer was confirmed, but the exact cause of broken could not be conclusively determined. However, procedural factors may have contributed with reported event since elongation traces were found at broken section. Therefore, no corrective/preventive actions will be taken at this time. The complaint was confirmed on analysis; however, the exact cause of the confirmed failure could not be determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what factors may have contributed to the confirmed failure. One non sterile 6f diagnostic catheter was received coiled in a plastic bag. The catheter body was received broken in two sections next to hub. Blood residues were found on catheter hub. Broken section looks elongated and twisted. The outer/inner diameter of catheter body was measured next to the broken section and body was found within tolerance. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter broken reported by the customer was confirmed, but the exact cause of broken could not be conclusively determined. However, procedural factors may have contributed with reported event since elongation traces were found at broken section. Therefore, no corrective/preventive actions will be taken at this time.